Event description:
Senseonics was made aware of an incident where the user complained of not getting signal better than poor which results in disconnections. The sensor was inserted on (B)(6) 2025 and the issue immediately right after insertion. A transmitter replacement did not resolve the issue and hence, a return material authorization (RMA) was issued for return and replacement of the sensor.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported experiencing poor signal quality and stated that they were unable to obtain signal levels better than "poor." Investigation of the returned transmitter showed that the transmitter passed all functional testing and no anomalies were identified. Review of data management system data indicated that the reported issue persisted even after the transmitter was replaced, and the user reported seeing continued poor signal quality. Based on the available information, the findings suggested that the condition was not related to transmitter performance. The observed signal behavior was determined to be consistent with a sensor inserted too deeply and/or misaligned within the body. The user was advised to consult their healthcare provider (hcp) for sensor removal and replacement; however, they indicated that they preferred to monitor the system for a few more days before proceeding. On (B)(6) 2025, the user confirmed their decision to continue using the current sensor. Based on the last update, the user had a new sensor inserted on (B)(6) 2026 during their routine sensor exchange appointment.